Event description:
It was reported that the customer had a button error alarm on his or her insulin pump. The customer's blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage to the keypad traces. Cracks to the case, reservoir tube, reservoir tube lip, belt clip slot, battery tube threads, a stained address/serial number label and stained end cap sticker noted.